Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated that upon removal of the sensor, the sensor wire was missing from the sensor pod. As patient proceeded with installing a new sensor, using the same location, he noticed a sharp pain as he started wiping his skin with an alcohol swab. The missing sensor wire was retained in the skin. Patient's brother, who is an emergency room (ER) physician, removed the sensor wire using hemostatic clamps from the patient's skin. No surgical intervention was required. No additional event information was provided.